Event description:
Patient underwent a generator replacement surgery. The explanted generator have not been received by product analysis to date. No known surgical intervention has occurred to date with the suspect product, the lead.

Event description:
Patient presented with high impedance when they were seen in clinic. No known surgical intervention has occurred to date. No other relevant information has been received to date.